Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was implanted approximately four years ago, and recent clinical data from the device showed an estimated remaining longevity of only 10 months despite no treated episodes since implant. Review of historical data from the device showed a normal depletion curve until sudden rapid battery depletion occurred until reprogramming was performed. Following reprogramming, the remaining estimated longevity was still lower than expected, however the battery depletion curve appeared to return to normal. Further review of the device data showed that the pacing mode was re-programmed to vvir with evidence of prior atrial pacing and mode switching, and episodes of device-classified atrial tachycardia/atrial fibrillation (at/af) were reviewed and appeared to be non-physiologic oversensing on the right atrial (ra) lead. High atrial thresholds were also noted, and the historical data indicated atrial capture management had been programmed off. Based on the device data, it was suspected that the rapid battery depletion was a result of the high atrial thresholds and non-physiologic oversensing on the ra lead. The data suggested the rapid battery depletion was resolved at the moment due to the previous reprogramming, and the ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.